Event description:
Patient reported that she was implanted with a neurostimulator for urinary dysfunction. She stated that the therapy never worked for them from implant. The patient stated the past year had been nothing but suffering. During the trial procedure in (B)(6) 2015, she had felt pain and discomfort. She was told that she would need to stop and that the procedure must be continued in the operating room (B)(6) 2015. She then entered into the test phase upon which she was told to keep a voiding diary. The patient stated that upon review of the voiding diary she did not pass the test phase. The medtronic rep told her that it was different for everyone and allegedly still recommended she get the full install of the device although the website states the contrary according to the patient. On (B)(6) 2017, she had surgery as she was led to believe it was the only solution by her doctor and the medtronic rep. She stated from then on she had a multitude of issues with the device. It was defective from onset. She stated that she was not followed up with for months. Patient stated she attempted to contact the rep many times and had open heart surgery and still was not followed with. The patient explained her same situation with her dissatisfaction, inconvenience and not getting therapy relief. The patient was emotionally distraught and stressed out by this and mentioned her daughter thought she should have it removed. The patient reported that they thought the wire might be faulty and was going to order a new one but they never received it and when she saw the representative again she was told they didn't need it. The patient reported that the manufacturer representatives had known about her problems and had neglected her and did not call her. The patient inquired about any lawsuits or recalls related to the device. Ref MFR # 3004209178-2016-16689.